Event description:
On (B)(6) 2025, a patient (pt) reported intermittent blurred vision with itching and burning in the eye lash area of the eyelid in the left eye (os) when wearing acuvue® oasys® for astigmatism brand cls. The event date was not provided. The pt reported being "basically blind in my right eye from a bb gun injury and the vision in my left eye is pretty bad." The pt reporting wearing acuvue lenses for "at least the last 10 years." The pt has "gone months without using them while allowing my eyes to heal from dry eye or the burning and itching then I try them again and the process starts all over." The pt reported visiting an eye care professional (ecp) for the "dry eye issues" that is also seen "when I have an iritis flare" (details not provided). No treatment details were provided. The pt advised the treating ecp is not the same as the cl prescribing ecp. Attempts were made to contact the pt for additional medical information on (B)(6) 2025 with no success. On (B)(6) 2025, additional information was provided by a representative at the pt's prescribing ecp office. The pt was seen in the office only once in 2023 and received glasses and cl prescriptions. The representative stated that "it is noted on pt's chart that pt has bilateral recurrent iritis and history of anterior uveitis and combined cataracts," and it is also noted pt was going to have records sent by the treating ecp (ophthalmologist) but nothing has been received. It is not documented what caused the iritis and there is nothing noted by the ecp if the pt reported the iritis was related to cl wear or a past injury. No additional information has been received. No additional information is expected. This ou event is being reported as worst-case as we were unable to verify with the treating ecp if the pt¿s diagnosis is related to cl wear. The date of the pt¿s event is being recorded as (B)(6) 2025 as the exact event date is unknown. This report is for the pt¿s os event. A separate report will be submitted for the pt¿s od event. The lot number for the suspect product is unknown. Availability of the suspect product is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.